Manufacturer narrative:
(B)(4). Implanting in synthetic vessel.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 40mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 26mm. The diameter of aneurysm entry was 28mm. Proximal neck length was 15mm. During the index procedure two aortic cuffs 32x32x70 were used for the treatment of a proximal aneurysm in a synthetic vessel. The cuff implanted on the proximal side covered about 80% of the left renal artery, then ptra was performed from the left branchial artery and another manufacturer¿s stent 4x28 was implanted in the left renal artery. When the final angiography was performed, patency was confirmed of the left renal artery and no delay of blood flow was noted. The physician attributed the event due to a possible migration during deployment due to the push up technique by the physician. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician review of a single returned 3d pre-implant film showed that the proximal aaa appeared somewhat dilated. The proximal neck was angulated approximately 45deg; the left renal artery was lower the right renal. The take-off of the right common iliac artery was severely angulated. An angio image at implant showed that the distally implanted cuff was implanted just below the angulated portion of the proximal neck, and the proximal cuff had been implanted approximately 2cm above the distal cuff within the angulated neck. The proximal cuff appeared to have covered the lowest left renal; however, the left renal appeared to have blood flow, and a wire was seen placed into the left renal. Another angio image at implant revealed that a renal stent was placed into the left renal artery. No stent graft issues were observed. The cause of the stent graft coverage of the left renal artery could not be determined. Images during implant of the proximal cuff were not available for review.